Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. It looks like the heating element is burnt to cause a short circuit. Heater was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that current leakage alarm occurred in the hospital when started to usage. The current leakage was confirmed from arctic sun device. Per follow up information received via mail on 06feb2025, the device was under investigation and no patient involvement.